Event description:
It was reported that the device indicated recommended replacement time (rrt) and the battery depleted "a bit early" after 2.8 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6933 implantable tachy lead (B)(6) 1994; 4058m implantable pacing lead (B)(6) 1994; 4968 x2 implantable pacing leads (B)(6) 2000. (B)(4).